Event description:
It was reported that a patient underwent an open primary umbilical hernia repair on (B)(6)2009 and mesh was used. The patient developed a wound dehiscence with no infection on (B)(6) 2009. Treatment consisted of wound care with betadine for secondary healing. At the patient's follow up visit on (B)(6) 2009, the wound was almost closed. The surgeon opined that the event was not related to the device and not related to the procedure. Additional information has been requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Currently, the patient is in good health, no recurrence noted at further follow up. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00856. The same patient is represented in each medwatch.